Event description:
It has been reported to philips that the main application window is not being displayed and the system is unable to take x-rays. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting actions showed an open video from the ippc (image processing computer) to the matrix video switch. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that main application window is not being displayed unable to take x ray. Troubleshooting actions identified that bad connection on dvi matrix box and fse instructed to the customer about bad dvi ethernet cable. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer. The codes were updated based on the investigation outcome.